Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1040966, medical device expiration date: 2022-07-31, device manufacture date: 2021-02-09. Medical device lot #: 0345794, medical device expiration date: 2022-05-31, device manufacture date: 2020-12-10". Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: I had a complaint with blood specimen tubes that are not filling sufficiently.